Event description:
Patient's parent contacted dexcom to patient had pain and bleeding after insertion of dexcom sensor.

Manufacturer narrative:
Patient's reported patient had pain and bleeding after insertion. The dexcom sensor was removed on (B)(6) 2013 by the school nurse due to discomfort and pain. The patient's father reported there was only dry blood after removal of the sensor today, no per marks or scarring, did pinch up the skin prior to insertion. Pain subsided after removal.